Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a 3 level fusion l3-l4-l5-s1 using rhbmp-2/acs. Two years post-op, the patient returned to the surgeon with l4 nerve root irritation. Radiographic imaging showed lysis around the pedicle screws at l3-4 and a pseudoarthrosis at that level. Surgeon is planning to monitor the patient. No revision is scheduled at this time.